Event description:
It was reported that the connection between the bd phaseal¿ optima injector (n40-o) and IV hydration line separated during use, causing blood leakage. The following information was provided by the initial reporter: "a new leak occurred today after the meeting (7/29). This time, it appears that the connector and the injector remained attached but the connection between the injector to the IV hydration line came undone. (This is something nursing would have connected.) There was blood that back up into and out of the end of the injector/connector tip... The same patient mentioned that the optima pieces were popping off (injector from connector) at her visit yesterday as well."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connection between the bd phaseal¿ optima injector (n40-o) and IV hydration line separated during use, causing blood leakage. The following information was provided by the initial reporter: "a new leak occurred today after the meeting (7/29). This time, it appears that the connector and the injector remained attached but the connection between the injector to the IV hydration line came undone. (This is something nursing would have connected.) There was blood that back up into and out of the end of the injector/connector tip... The same patient mentioned that the optima pieces were popping off (injector from connector) at her visit yesterday as well."